Manufacturer narrative:
Initial reporter's phone number: (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not provided. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, underwent primary breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient had to undergo bilateral removal and replacement with unspecified implants on (B)(6) 2021, for unspecified reasons. Although even after multiple follow-ups no information has been made available regarding why the implants were removed and replaced, mentor will conservatively report this to the FDA until clarifying information is received. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 17, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. The sample was received filled with saline solution at the decontamination site. During the decontamination process, the sample was damaged. The damaged sample was received at the mentor analysis lab and a visual inspection was conducted. During the visual evaluation, no additional anomalies were observed on the sal smooth rnd diap 350cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.